Manufacturer narrative:
(B)(4). Concomitant medical devices: 183053 - femoral component - 813000; 141224 - tibial tray - j3252931; 402283 - cobalt bone cement - 859930. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01190, 0001825034-2021-01192.

Event description:
It was reported that patient underwent primary right tka. Subsequently, the patient was revised due to pain, loosening and instability approximately 2 years post implantation.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.